Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd894022 and gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. The patient was hospitalized for the event. The cause of peritonitis was unknown. Dianeal therapy was withdrawn and the pd catheter was withdrawn. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).